Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported incompatible scope error during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found a b30 scope communication error message was displayed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the error messages was fluid invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.